Manufacturer narrative:
No evidence the event occurred during pt contact. A review of the device history record indicates the part met specifications. Visual examination shows a hinge pin sheared with the pieces retained in the arm segments. The report does not indicate any patient injury or surgery delay. Print specifications were changed and now require loctite be applied to the pins to prevent pins backing out.

Event description:
In 2008, after evaluating the returned product investigation it was identified that the product had a broken hinge pin. This malfunction has been reported in the past.